Manufacturer narrative:
A picture of the product was returned and it could be seen that the complainant was using velcro instead of the twill ties provided. The IFU, (B)(4) (formerly (B)(4)), clearly states under warnings, 4.10 guard against product damage by avoiding contact with sharp edges. Some tracheostomy tube holders contain velcro or metal clips which may have sharp edges. These sharp edges can come into contact with the eyelets and compromise the product integrity." The investigation determined that the complainant is using a trach holder that is not compatible with the device. CAPA (B)(4) was opened to investigate neck flange tears. Corrective action was completed under this CAPA to update the risk management file and the trach family post market surveillance report. Reference CAPA (B)(4) for further details. No further corrective actions are planned at this time. Smiths medical regularly analyzes complaint data and trends and will take further actions accordingly.

Event description:
Information was received indicating that the eyelet of a smiths medical tracheostomy tube had ripped. There were no reported adverse events.